Event description:
It was reported that right ventricular lead was undersensing, bipolar impedance was lower than the unipolar impedance, and there was low bipolar impedance less than 200 ohms. The lead remains in use. No patient complications had been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right ventricular lead was undersensing, bipolar impedance was lower than the unipolar impedance, and there was low bipolar impedance less than 200 ohms. The lead remains in use. No patient complications had been reported as a result of this event. Further information indicated that the lead was programmed unipolar as the patient remains in permanent atrial fibrillation.